Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device battery was suspected to be depleting prematurely. Review of stored device data noted that the device reached end of life (eol) 8 months ago. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device battery was suspected to be depleting prematurely. Review of stored device data noted that the device reached end of life (eol) 8 months ago. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that surgical intervention was undertaken. Upon opening the device pocket, the physician noted the fibrous capsule around the device was extremely thick and calcified. The capsule surrounding the device was filled with a thick brownish substance that appeared mud like. The device was successfully explanted, the entire capsule was excised and cultures were taken at the device pocket site. Hemostasis was obtained and the pocket was irrigated with antibiotics. A replacement device was then implanted intramuscular and the procedure was completed. A review of the patient history noted the patient underwent recent treatment for a wound on the left breast that required a drain and packing due to methicillin-resistant staphylococcus aureus (mrsa). No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device battery was suspected to be depleting prematurely. Review of stored device data noted that the device reached end of life (eol) 8 months ago. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that surgical intervention was undertaken. Upon opening the device pocket, the physician noted the fibrous capsule around the device was extremely thick and calcified. The capsule surrounding the device was filled with a thick brownish substance that appeared mud like. The device was successfully explanted, the entire capsule was excised and cultures were taken at the device pocket site. Hemostasis was obtained and the pocket was irrigated with antibiotics. A replacement device was then implanted intramuscular and the procedure was completed. A review of the patient history noted the patient underwent recent treatment for a wound on the left breast that required a drain and packing due to methicillin-resistant staphylococcus aureus (mrsa). No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.